Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not keep the remote monitor plugged in at all times because the monitor base and reader got too hot if plugged in. No troubleshooting was taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.